Manufacturer narrative:
Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. Device evaluation: the pcb00 product was received in its original package. Visual inspection using magnification was performed. The plunger and pushrod was observed in advanced position. Viscoelastic residue was observed on the cartridge. The cartridge tip was observed deformed. The lens was also observed stuck in cartridge and the leading haptic was observed at a folded position. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no additional complaint was received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the haptic of a model pcb00 tecnis monofocal iol (intraocular lens) was detached. There was no patient contact. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.